Event description:
Patient presented with a fairly straight 15mm neck. No tortuosity in right iliac, left common iliac tortuosity noted. A 5cm aneurysm and 5cm iliac aneurysm on the right side. Access and deployment of a 25-16-120bl bifurcated device was uneventful. The ipsilateral limb was deployed first, remated the radiopaque tip into the introducer sheath and readvanced while keeping the contralateral limb constrained. After placing the introducer sheath above renals, the contralateral limb was deployed, and a marker pigtail was placed into position to mark renal location. The inner core was removed. A 34-34-80le proximal extension was introduced and advanced above the renals. Two stent segments were deployed, and while bringing the system down to place the proximal end of the cuff below the lowest renal, the bond between the inner core and the polyimide tubing separated, which caused the cuff to deploy, covering the renals. A snare was run up the meier wire on the ipsilateral side. The physician was able to snare and pull the separated portion into the introducer sheath and remove the entire system. The introducer sheath was placed back into the vessel using the dilator without any event. A pigtail catheter was already placed up the contralateral side. A glidewire was run up the pigtail, and a snare was used to successfully pull the cuff down into correct position. The physician prophylactically placed a p-4010 palmaz stent into the proximal neck. A proximal extension was used on each side to extend down the iliacs. The procedure was completed with good results. No patient injury reported or noted.

Manufacturer narrative:
Review of lot records/work orders identified no non-conformities. Further investigation of the returned device indicated a uv adhesive bond failure between the polyimide tubing and the inner core assembly. Additional testing of the lot in inventory confirmed finding. Failed uv bond at the polyimide tubing/inner core junction. Use of a 34mm extension with a 25mm bifurcated device is of-label per indications for use. The bond failure contributed to the event. Evaluation of the returned product and product in inventory indicated a uv adhesive bond failure causing the polyimide tubing to detach from the inner core.